Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, off no power test, self- test, rewind, unexpected restart error test. The device alarmed motor error during basic occlusion test due to slightly tilted and loose drive support disk. We were unable to verify prime alarm due to motor error alarms. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked reservoir tube window, cracked case at reservoir tube window corner, missing reservoir tube o-ring and stained end cap sticker.